Event description:
It was reported that during the implant procedure, a perforation occurred leading to pericardial effusion. Three hundred (300) ml of blood was drained. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.